Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of two (2) minicap transfer sets came unscrewed. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with vancomycin and gentamicin as a precaution. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in january 2024, reported as "some time within the last week." Should additional relevant information become available, a supplemental report will be submitted.